Manufacturer narrative:
The pad device was installed on (B)(6) 2011 and operated successfully until (B)(6) 2011. The data then appears to be corrupt. When the device is shut down a "device service required" message appears. The problem with the device was attributed to a faulty coin cell. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. The device passes its self test and then fails its self test using different pad-paks. The device also emits a "device service required" message.